Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported having suffered debilitating effects following treatment of the great saphenous vein(gsv) with blueness and loss of circulation to most of the leg.